Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge dropped while connected to a power source. Review of the pump history during troubleshooting with tandem technical support showed the battery gauge dropped from 50% to 20% while connected to a power source. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.